Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 72404131 serial number: n/a batch/lot number: 1100865111 model/catalog description: belt cuff fgs 4.5 cm iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100861909 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was not working properly. As a result, the pump was explanted and replaced. No additional information was provided.